Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The needle valve was cleaned, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed 'sustained patient airway pressure' during pre-use checkout. There is no report of patient involvement.